Manufacturer narrative:
Siemens filed the initial MDR on 12-sep-2025. Additional information (27-nov-2025): siemens reviewed the analyzer data and observed calibration and quality control (qc) to be within the range. A review of filter data indicated foaming was observed with indicator assays. A siemens customer service engineer (cse) was dispatched to the customer site. During the visit, the cse replaced the reagent 1 (r1) arm, verified r1 alignments, performed reagent 2 (r2) probe alignments, ran system checks and qc which recovered within specifications. Further, the cse verified laboratory temperature and humidity, which were within specification. Siemens evaluated the event and stated that the probable cause of the falsely elevated discordant enzymatic carbonate (eco2) results is inconclusive. The customer is operational by using the automatic rerun option for samples above panic range. No further evaluation of this device is required. Note: the investigation findings and investigation conclusion codes in the h6 sections were updated to reflect the additional information.

Event description:
The customer reported that falsely elevated enzymatic carbonate (eco2) results were obtained on two patient samples on a dimension exl 200 integrated chemistry system. The initial results were not reported to the physician(s). The samples were retested on the same system. The repeat results recovered lower than the initial results, and were considered correct as the results were within patient's reference range. These repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated eco2 results.

Manufacturer narrative:
A united states (us) customer contacted siemens customer care center (ccc) and reported that falsely elevated enzymatic carbonate (eco2) results were obtained on two patient samples on a dimension exl 200 integrated chemistry system. Quality control (qc) was within range on the date of the event. Siemens is evaluating the event.